Event description:
The abstract article, "trifecta bioprostheses: evaluation of the safety based on the study of degenerations according to the varc-3 classification", was reviewed. The research article is a retrospective single center experience to evaluate the intrinsic imputability of trifecta for dysfunction according to the varc-3 classification in patients implanted and to reassess their referencing in our center. Trifecta valve was the device associated with this study. The article concluded, the classification of failures according to varc-3 indicated the intrinsic imputability of the trifecta¿ bioprostheses regarding to the number of svd-type dysfunctions. Although this study has limitations, it shows the understatement of medical-devices-vigilance cases by the medical staff. [The primary author of this article is richez, ophelie, (B)(6) hospital, 1 rond-point du professeur christian cabrol, 80054 amiens, france, with email address of : richez.ophelie@chu-amiens.fr]. It was reported that on an unknown date in (B)(6) 2012, a 21mm trifecta valve was implanted into the aortic valve in a 71 year old patient due to aortic stenosis. On 27 november 2015, a transthoracic echocardiogram (tte) was conducted and a small aortic leak was discovered. On (B)(6) 2015, an ultrasound was conducted and moderate aortic stenosis degeneration was found. Trivial aortic insufficiency with calcification was noted. On (B)(6) 2016, it was note that the patient had fibro-calcareous rearrangement of the cusp in the posterior position, and stenosis. A trivial intra-prosthetic leak was noted. On (B)(6) 2016, a transesophageal echocardiogram (tee) was conducted and stenosis was observed, an aorta gradient of 84 mmhg, and left ventricle ejection fraction at 55%. On (B)(6) 2016, a valve in valve procedure was completed using a non-abbott prosthetic valve. There was no residual aortic leak. The patient's status at the time of report is unknown.

Manufacturer narrative:
Implant date/procedure date estimated to 01 january 2012, as only the month and year were provided. As reported in a research article, stenosis, calcification, and valve insufficiency was noted three years after the valve was implanted. Four and a half years after the valve was implanted a valve-in-valve was preformed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. A more comprehensive assessment, including pathological examination of the valve tissue, could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. The reported calcification could have contributed to the stenosis and insufficiency reported, however as the valve was not able to be examined the calcification could not be confirmed and the root cause of the stenosis and insufficiency could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in (B)(6) 2012, a 21mm trifecta valve was implanted into the aortic valve in a 71 year old patient due to aortic stenosis. On (B)(6) 2015, a transthoracic echocardiogram (tte) was conducted and a small aortic leak was discovered. On (B)(6) 2015, an ultrasound was conducted and moderate aortic stenosis degeneration was found. Trivial aortic insufficiency with calcification was noted. On (B)(6) 2016, it was note that the patient had fibro-calcareous rearrangement of the cusp in the posterior position, and stenosis. A trivial intra-prosthetic leak was noted. On (B)(6) 2016, a transesophageal echocardiogram (tee) was conducted and stenosis was observed, an aorta gradient of 84 mmhg, and left ventricle ejection fraction at 55%. On (B)(6) 2016, a valve in valve procedure was completed using a non-abbott prosthetic valve. There was no residual aortic leak. The patient's status at the time of report is unknown.